Manufacturer narrative:
H.6. Investigation: customer returned a photo of a syringe with the poly bag from lot#: 9252451. Customer states that the needle separated from the tube and there are broken plunger rod tabs. The attached photo was examined and exhibited a broken barrel tip. No broken flange was observed. During the documentary review, no records of quality events were found that could cause the reported defect, the lot was inspected and subsequently released according to the in force work instruction. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel tip). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken flange). Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger / stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Broken barrel tip: there were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. A root cause cannot be determined.

Event description:
It was reported during use the syringe 0.5ml 31g 6mm 10 bag 30 box mex had the hub separate from the device and the product was damaged (broken, missing, unassembled). The following information was provided by the initial reporter: the customer stated the ¿needle separated from the tube and there are broken plunger tabs. Additional information received from customer: the syringe's barrel has in its upper part some tabs that work as a holder, they are broken. There was no difficulty with the orange protector (it was not tighter than usual), the needle has come already separated from the syringe.¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the syringe 0.5ml 31g 6mm 10bag 30box mex had the hub separate from the device and the product was damaged (broken, missing, unassembled). The following information was provided by the initial reporter: the customer stated the ¿needle separated from the tube and there are broken plunger tabs. Additional information received from customer: the syringe's barrel has in its upper part some tabs that work as a holder, they are broken. There was no difficulty with the orange protector (it was not tighter than usual), the needle has come already separated from the syringe.¿